Event description:
Complainant alleged that during incoming inspection the device displayed a "bridge test fail" message while attempting to charge. Complainant indicated that there was no pt involvement in the reported malfunction.